Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a consumer via email to our affiliate in (B)(4). (B)(4). This report involves a female pt (age not indicated) who was administered sculptra (poly-l-lactic acid) in (B)(6) 2007 (dosage and indication were not provided). Medical history and concomitant medications were provided. This pt was administered sculptra near the lymph node in the corner of the face. Ten days later, she developed (B)(6) on the right side of her face with very heavy pain and scalp pain when she directly touched her head. The pt mentioned that prior to the development of the adverse event, she vigorously messaged the area according to medical guidance. The pt phoned her physician about this adverse event and the physician believes that this event is not related to sculptra. The outcome of the event is unk.